Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to inflate and failure to deploy the stent was not confirmed as the balloon was fully inflated and held pressure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed, de novo lesion in the distal left anterior descending coronary artery. The 4.0x38 mm xience alpine stent delivery system, did not deploy, the balloon did not inflate. The sds was removed and a 2.5x23 mm xience prime stent was implanted. There were no adverse patient effects reported and no clinically significant delay. No additional information was provided.